Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera connection was repaired and monitors were replaced. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had poor image quality with an artifact in the image. No pt injury was reported.